Manufacturer narrative:
Reported events of data problem, failure to interrogate, and inappropriate or unexpected reset were confirmed. The device was unable to establish ble telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. The reported events noted in field were due to device battery depleting to eol level. A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that patient presented for an implant operation. Prior to the procedure, the implantable cardiac monitor (icm) was unable to interrogate, and an error message was displayed. It was noted that an unexpected reset occurred on the icm. As a result, the device was not used and was replaced. There were no patient consequences.